Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The same day as onset of peritonitis, the patient was hospitalized for non-dialysis related reasons (not further clarified). The patient was treated with vancomycin 1 gram (route, frequency and duration not reported) and ceftazidime 1 gram (route, frequency and duration not reported). On an unreported date, dianeal therapies were discontinued and hemodialysis (hd) was started. At the time of this report the patient remained hospitalized and is currently performing hd therapy and was recovering from this peritonitis event. The patient was not retrained on the proper aseptic technique. No additional information is available.